Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for about the past 6 months, when they would charge their implant, the controller would say the implant was already charged, but the stimulator had been shutting itself off randomly. Patient said they hadn't turned stim off themselves, charge to the ins hadn't gotten low enough to where it should power off, and the issue had happened many times - twice in the past week. Patient thought maybe they were doing something wrong with the controller, but in the last 24 hours, the issue happened again when they hadn't touched anything. Patient charged for about 5 minutes and the controller said the implant had been fully charged, and they realized it wasn't on, so patient had to use the controller to turn stim on. Patient said when they finished charging ins, they always remove the coil first and don't press the buttons on the side of the recharger, so they hadn't been manually turning off stim by accident. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they never heard from any manufacturer representatives (rep) after the prior call, and the issue with stim turning off has continued to happen even when they can see the implantable neurostimulator (ins) is fully charged. Patient said they had a very difficult time getting the va to work with them, and they have an fnp that would help them coordinate meeting with an healthcare provider (hcp) at the va hospital to meet with reps. Patient was frustrated that the process made it very complicated for them to meet with a rep and they worry the battery will fully go out. Agent reviewed role of rep information and offered to send another email to the reps in area; explained time frame can't be guaranteed and urged the patient to provide the nas number to their hcp/fnp. Agent understood the reps likely didn't reach out last time because patient offered a chiropractic clinic as the desired meeting location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.